Event description:
The customer reported to olympus, the camera head wire was bare. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head wire was bare. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. The device was returned to olympus for evaluation and the customer's allegation of bare wire was confirmed. Device evaluation found that due to poor water-tightness of the cable unit, water tightness was lost. Additionally, other evaluation findings include the following: dirt on the adapter. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage¿. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.